Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access2 instrument. The erroneously elevated accu tni result (from sample a) was 58.31 ng/ml. The elevated result was reported out of the lab. The physician questioned the elevated result and a new sample (b) was collected from the pt. The elevated result was questioned based on the accu tni result not matching the pt's clinical presentation. The accu tni result from sample b was 0.02 g/ml. The customer repeated sample a after obtaining the low accu tni result. The repeated accu tni result from sample a was 0.02 ng/nl. The customer indicated that there has been no change to pt treatment that can be attributed to this event.